Manufacturer narrative:
Event description corrected. Results code 1: a review of the manufacturing records for the device verified the lot met all pre-release specifications.

Event description:
On (B)(6) 2011, a patient underwent treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. On (B)(6) 2015 a reintervention took place to address a type ib endoleak. The contralateral leg component, which was the patient's left side, had become stuck in a kinked zone, in the patient's anatomy. It was reported the iliac artery was very tortuous. An additional contralateral leg component was implanted. The patient tolerated the procedure.

Manufacturer narrative:
(B)(4). Results: a review of the manufacturing records for the device is currently in progress.

Event description:
On (B)(6), 2011, a patient underwent treatment of an abdominal aortic aneurysm with gore excluder aaa endoprostheses. On (B)(6), 2015 a reintervention took place to address a type ib endoleak. The contralateral leg component, which was the patient's left side, had become stuck in a kinked zone, in the patient's anatomy. It was reported the iliac artery was very tortuous. An attempt was made to advance and deploy a contralateral leg component within the original contralateral leg component, to re-connect the contralateral leg component to the iliac artery. The new contralateral leg component was pushed and twisted to the landing zone. When the contralateral leg component was deployed, and released from the delivery catheter, the proximal end of the delivery catheter broke off. The proximal end of the delivery catheter was successfully retrieved from the patient. The patient tolerated the procedure.

Manufacturer narrative:
Results code: a review of the manufacturing records for the device verified the lot met all pre-release specifications. Results code: the imaging evaluation stated there one j-peg image. There is no name or demographic information on the j-peg image. The evaluation cannot be completed with the one image submitted. Conclusion code: according to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and / or require intervention include, but are not limited to endoleaks.